Event description:
It was reported that the procedure was to treat a moderately calcified and 90% stenosed mid left anterior descending artery. Pre-dilatation was performed and a 3.0 x 28 mm xience xpedition was advanced to the lesion; however, it could not cross. The device was removed from the anatomy with the non-abbott micro catheter as a unit and it was noted that the stent struts were flared. Another non-abbott stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.